Event description:
(B)(4) catalyst ide study, patient site ID: (B)(4). It was reported that on (B)(6) 2022, a 18mm amplatzer amulet left atrial appendage occluder was implanted into the patient. Shortly after being discharged, on (B)(6) 20222, the patient was re-admitted to the hospital for confused mental state. A CT scan was done on the patients head, and a stroke was discovered. Surgical intervention was performed to treat the stroke. On (B)(6) 2022, it was reported that the patient had a vascular pseudoaneurysm in the right femoral artery. Surgical intervention was done to repair the artery, and a blood transfusion was administered. On (B)(6) 2022, a CT scan was done on the patients abdomen and pelvis. Second stage prostate and bone cancer were discovered. It was decided that the cancer was too developed to treat and the patient was withdrawn life support. The patient died on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of stroke shortly after discharge was reported. It was also indicated that during the hospital admission, the patient became unresponsive and required intubation as well as that the patient was taken off of life support and died 11 days after device implant due to poor functional status and disease progression, as it was found during the hospitalization that the patient had metastatic prostate and bone cancer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the stoke was thought to be due to a hypercoagulable state due to the metastatic cancer. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
This event is conservatively being reported for stroke as the proximity to the implant procedure. The physician did indicate that the stroke was potentially related to the hypercoagulable state due to metastatic cancer. Crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 18mm amplatzer amulet left atrial appendage occluder was implanted into the patient. Shortly after being discharged, on (B)(6) 2022, the patient was re-admitted to the hospital for confused mental state. A CT scan was done on the patients head, and a stroke was discovered. Tissue plasminogen activator (tpa) therapy was initiated. On (B)(6) 2022, it was reported that the patient had a vascular pseudoaneurysm in the right femoral artery. Surgical intervention was done to repair the artery, and a blood transfusion of packed red blood cells (prbc) was administered. At some point during the admission, the patient became unresponsive and required intubation. On (B)(6) 2022, a computerized tomography (CT) scan was done on the patient's abdomen and pelvis. Metastatic prostate and bone cancer were inadvertently discovered. The cause of the stroke was thought to be related to hypercoagulable state due to metastatic cancer. The patient was not a candidate for treatment due to poor functional status and disease progression and the patient was withdrawn life support. The patient passed away on (B)(6) 2022.